Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional guide wires referenced are being filed under separate medwatch reports.

Event description:
It was reported that during a right coronary artery interventional procedure, the first hi-torque intermediate guide wire was advanced into the patient anatomy, without difficulty, to the target site. A 2.5 x 15 mm trek otw dilatation catheter was advanced over the guide wire without resistance and was inflated at the target lesion. The balloon was deflated without difficulty. Upon removal, resistance was noted and the devices were removed as a single unit. The physician then advanced a second hi-torque intermediate guide wire to the target site and advanced a second 2.5 x 15 mm trek otw dilatation catheter; however, resistance was felt and the devices were removed as a single unit. This second trek dilatation catheter was not inflated. A third hi-torque intermediate guide wire was then advanced and the same, un-inflated 2.5 x 15 mm trek otw dilatation catheter was advanced over the guide wire, and again resistance was felt. The physician removed the devices as a single unit. A fourth hi-torque intermediate guide wire was then prepared for use, but was not advanced into the patient anatomy. The physician then advanced the same un-inflated 2.5 x 15 mm trek otw dilatation catheter over the guide wire, while the devices were on the back table, and resistance was noted during advancement and withdrawal. The devices did not enter the patient anatomy this time and the guide wire was not used again. The physician then advanced a balance middleweight universal ii guide wire into the patient anatomy, and used the same un-inflated 2.5 x 15 mm trek otw dilatation catheter. No resistance was noted and the balloon was inflated at the target lesion. A xience xpedition otw stent was then deployed at the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.